Event description:
It was reported that during a laparoscopic gastric bypass procedure, surgeon was creating a pouch. When he was using the third reload, finished stapling cycle (per sales rep: properly done because I was standing next to the doctor when he was stapling) and slowly opened the jaws of the device, it appeared to be a malformed staple line. Some of the staples were not fired. Surgeon did the firing cycle perfectly. To solve this problem he tried to suture the stomach. But surgeon was not satisfied with result so he took a new reload and over stapled the malformed staple line. Another like reload was used to complete the procedure. There was a delay of thirty minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was received. The reload was received fully fired and with no cartridge pan present. In addition two double drivers were noted to be out of position and missing. No further functional test could be performed due to the condition of the reload. The reported event could not be confirmed as no testing was performed to the reload. No conclusion could be reached as to how the cartridge reload became damaged. However, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.